Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The ias batteries replaced and further troubleshooting was performed. It was discovered the emptying batteries caused the power conversion enclosure to become defective. The power conversion enclosure replaced, and the firmware was updated the imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The power enclosure conversion was returned to the manufacturer for analysis. Analysis found transistors q28 an q14 were found to be shorted causing the batteries to drain. Analysis found that the reported event was related to a electrical issue. The charger enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to be du plicated. However, it was noted there was software and firmware mismatch as the firmware was outdated on the charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A system checkout confirmed the battery issue with the imaging system. Additional system checkout was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient involvement. It was reported the mobile viewing stations (mvs) booted up, but the image acquisition system (ias) would not. The batteries seemed to be empty; suspected failure of power conversion enclosure. No complications were reported/anticipated.